Event description:
The customer reported the generation of high anion gap on patient results on their au480 chemistry analyzer. The customer did not specify affected analytes. Anion gap typically impacts ion-selective electrolytes (ise) patient results, including sodium (na), chloride (cl) and potassium (k). There was no report of change to treatment, injury, or death associated with event. The customer did not provide patient data or demographics.

Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au480 chemistry analyzer and identified the probable cause as defective roller pump tubing. The fse replaced the roller pump tubing and performed ise enhanced clean to resolve the issue. Section a2, a4 and a5: information not provided by customer. The beckman coulter internal identifier is (B)(4).